Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to use the insulin pump because it would not stop alarming no delivery. The customer's blood glucose level was unknown. The customer had replaced the infusion set but it would still say no delivery. The insulin pump's battery was dead and when she replaced the battery it still said no delivery. The customer declined troubleshooting. The customer had been having the no delivery issue for the last three months. The cannulas were always straight. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.